Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2026 with hyperglycemia. The patient reported that they were unable to initiate a new sensor due to repeated connectivity failures, despite power cycling the controller. Consequently, no new pod was activated after the previous pod had run out. The patient¿s blood glucose level rose to 26.6 mmol/l (approximately 479 mg/dl) with ketones measured at 1.8 mmol/l. Symptoms reported include elevated blood glucose levels, excessive thirst, confusion, and fatigue. Medical attention was sought at northampton general hospital, where the patient was diagnosed with onset of diabetic ketoacidosis (dka). The patient was not wearing a pod at the time of hospital presentation. Medical management included blood testing and issuance of a prescription for replacement sensors. The ER visit lasted approximately two hours. A new pod was applied.